Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4: the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: patient code e2339 captures the reportable event of ulcer. Patient code e2315 captures the reportable event of fluid discharge. Device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that the spaceoar placement procedure was performed six months before, the patient received radiation therapy, few days after the treatment, the patient reported fluid leakage from the rectal area. An examination was performed using an endoscope, the hydrogel was observed protruding from the mucosa and a rectal ulcer was confirmed. The patient was hospitalized for about one week, the ulcer improved and was discharge. The patient codintion has improved since then, therefore no further actions were taken.

Event description:
It was reported that the spaceoar placement procedure was performed six months before, the patient received radiation therapy, few days after the treatment, the patient reported fluid leakage from the rectal area. An examination was performed using an endoscope, the hydrogel was observed protruding from the mucosa and a rectal ulcer was confirmed. The patient was hospitalized for about one week, the ulcer improved and was discharge. The patient condition has improved since then; therefore, no further actions were taken.

Manufacturer narrative:
Correction: the block h6 impact code has been updated with the f2202 endoscopic procedure to capture the endoscopy exploration performed on the patient. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4: h4. The event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: patient code e2339 captures the reportable event of ulcer patient code e2315 captures the reportable event of fluid discharge device code a1502 captures the reportable event of gel misplacement non-vascular.